Manufacturer narrative:
Updated fields: g3, g6, h2, and h11. Additional information: during the 30-day follow-up visit, a lung infection was suspected. A CT scan showed a lobar lesion (reported as bronchiolitis), a 5-day course of antibiotic therapy was prescribed. Approximately three months later, a second CT scan found the lobar lesion was still present and a new 5-day course of antibiotic (augmentin) was prescribed. Approximately four months after the second CT scan, another CT scan found no lobar lesion and the event was deemed resolved. It was reported the patient is prone to lung infections, due to a diagnosis of copd post-smoking, and is currently being followed by the pneumology department. The site reported this bronchiolitis is related to the copd and not to the surgery. The study investigator reported the event of bronchiolitis as moderate severity, not a serious adverse event, a clavien-dindo grade ii, having a causal relationship to the patient's underlying disease status (copd), but not related to the da vinci study device, and not related to the study procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 163 cm., body mass index (bmi) 26.0 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary segmentectomy. During the day 30 follow-up visit, a 5-day course of antibiotic therapy was prescribed due to a suspected lung infection. It was indicated that given the patient¿s copd, the antibiotic therapy was prescribed preventively due to suspicion of a lung infection and was not considered related to a complication. The index procedure was completed with no complication, and no malfunction of the da vinci device, instruments or accessories. As per standard care, a chest tube drain was inserted after surgery and was removed on post-operative day six. Discharge occurred the next day. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.